Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and observed air bubbles in tubing line 6 from the valve to the reference block. The fse replaced the reference solenoid valve to resolve the issue. The fse cleaned and reseated the reference block. The fse performed calibration and passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high sodium (na) and low chloride (cl) patient results due to negative anion gap values on their dxc 700 au clinical chemistry analyzer. The customer repeated 30 patient samples and obtained results considered correct. The customer released the initial results out of the laboratory. However, there was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.